Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider reported that the implantable neurostimulator (ins) was ¿not running¿ and ¿not working¿. The issue started in 2014. The patient had not charged their ins for a year and it was or is ¿not working¿. The patient was going to get an MRI but due to have the ins implanted they were changed to get a CT scan. There were no patient symptoms reported. The patient was indicated for spinal pain and postlaminectomy pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.